Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, after the ratchet was used several times, it became unusable. The jaws became unable to be closed. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo clinch ii. A visual inspection of the returned product noted that the ratchet switch was broken and would not stay locked into place. A functional evaluation found that the jaw rotation worked without difficulty. The jaw toggled and functioned without difficulty. Ratchet switch function would not lock into place. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed failure was misuse of the product which caused or contributed to the reported condition. Replication of the reported condition may occur when improper or excessive force is exerted on the device. No further actions have been deemed necessary at this time. Based on the evidence available the reported condition was confirmed. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, after the ratchet was used several times, it became unusable. The jaws became unable to be closed. A new device was used to complete the case. No injury.